Event description:
Report received of under delivery of tpn. The pump was programmed in tpn mode with a 1 hour taper up/1 hour taper down, to infuse 1290ml over 12 hours. The pump was alarming "10 minutes to completion," however only 250ml had infused. There was no reported adverse event to the pt. The mediport access site remained patent.